Event description:
Baxter reports that a pt needed to replace their transfer set because the occluder feet were broken. There was no pt injury or medical intervention associated with his incident.

Manufacturer narrative:
Evaluation summary: samples were not available for analysis. There has been corrective and preventative action taken relative to this matter, renq-CAPA. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.